Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant procedure, the right atrial (ra) lead showed an increase in pacing threshold measurement and although there was no change in the position of the lead tip, lead dislodgement was indicated. The ra lead remains in use and the patient will continue to be monitored through follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.